Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.49mm x 1.29mm. The broken tube adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage to the housing. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. Additional common causes include improper installation or removal of the tip accessory. Additional finding(s) related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken tube adapter.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument tip fell down multiple times. A fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the scissors tip accessory did fall off the instrument while in the patient. The tip was retrieved in the same case by the customer, and the instrument was replaced to continue the procedure. The customer noted that there was damage observed on the sp monopolar curved scissors tube adapter that may have caused the issue.

Manufacturer narrative:
The mcs tip has not been received for failure analysis evaluation.